Event description:
Boston scientific received information stating: rv thresholds have been fluctuating since 2008. The patient will continue to be (B)(6) canada dr. (B)(6) lead implant date (B)(6) 1997. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).